Manufacturer narrative:
Correction to b3. Event date updated to (B)(6) 2021. The 14 fr esheath was returned to edwards lifesciences for evaluation with an introducer full inserted through it. The esheath was visually inspected upon return. The liner was fully expanded and tip was opened as designed upon receiving. The liner was torn 6'' from the distal tip. Three liner strands were observed. The first strand was 4.5'' in length from the distal tip. The second strand was 3.25'' in length from the distal tip. The third strand was 0.5'' in length, located 1'' from the distal tip. The blue hdpe material was damaged approximately 2'' from the distal tip. Deep scratches were observed along the sheath shaft. A slight curvature was observed along the length of the sheath shaft. The distal tip had minor soft tip damage. Due to the nature of the complaint, no applicable functional testing was performed. The sheath liner thickness was measured along the length of the liner strands. A sheath liner thickness deviating from specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. Due to the location of the liner tear, only measurements on the liner strands were able to be performed. All liner strand thickness measurements met the specification. Procedural imagery was provided of the complaint event in which the patient's anatomy appeared tortuous. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. Although the complaint for resistance was confirmed, a complaint history review is not required as the issue has been previously identified in a pra. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 for the esheath introducer set (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factors (valve caught on liner, excessive device manipulation). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, the following inspections are in place to detect defects related to the complaint events. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaints were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'new devices were prepared and the guidewire was changed to a stiffer wire. The new esheath was torn after the valve was pushed through.' Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The provided procedural imagery revealed tortuosity was present in the patient's access vessel. Additionally, the scratches observed on the sheath shaft are indicative of the sheath's interaction with calcification. Tortuosity can create a challenging pathway for delivery system insertion through the sheath. Additionally, it can create suboptimal angles for delivery system insertion/advancement through the sheath, leading to high push force and resistance. The presence of calcification within the access vessel can create a constrained condition and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. As there was no note of abnormalities during device preparation, it is unlikely that the damaged sheath was an issue out of box. The liner tear and strand likely occurred as a result of excessive device manipulation during advancement. As the delivery system was likely manipulated to overcome the observed resistance and continue to advance forward, it may have resulted in valve interaction with the sheath liner, leading to the observed liner tear and strand. Available information suggests that procedural factors (excessive manipulation, valve strut caught on liner) may have contributed to the complaint event. The resistance complaint was confirmed. However, no manufacturing non-conformances that would have contributed to the reported event were identified. Available information suggests that patient factors (calcification, tortuosity) contributed to the reported event. No labeling/IFU deficiencies were identified at this time. However, a pra captures product risk assessment for the issue. The liner torn and strand complaint was confirmed. No manufacturing non-conformances were identified during the evaluation. Available information suggests that procedural factors (excessive manipulation, valve strut caught on liner) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02509 for the injury and frame damage.

Event description:
As per pre-decontamination evaluation a liner torn 5" from distal tip and 2 liner strands were found. As reported by our affiliates in (B)(6), prior to the 26mm sapien 3 valve by transfemoral approach in aortic position, the patient had very tortuous iliac and femoral arteries. While advancing the first commander delivery system with crimped valve through the esheath, the valve got stuck half way through the sheath because the esheath was kinked due to the tortuosity. Therefore, the commander system with valve and esheath were removed together as a whole unit. New devices were prepared, and the guidewire was changed to a stiffer wire. The second esheath tore after the valve was pushed through. The valve was successfully implanted, however, the patient had an ascending aortic dissection and an endovascular stent was placed to resolve it. The aorta of the patient was very frail. The dissection was discovered while doing the root shot post valve implantation. The cause of the aortic dissection is unknown. The patient outcome was good . As per medical opinion, the root cause of the event was the heavy tortuous arteries and the presence of a pre-existing descending aortic aneurysm.